Event description:
Hamilton medical ag received the following event description: the unit showing: panel connection lost & invalid serial number. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description, the device alarmed with panel connection lost & invalid serial number. No patient was involved. A replacement esm vup was provided to the customer to address the issue. The manufacturer has not received any additional information or confirmation regarding whether the replacement resolved the issue. As no further feedback was received, hamilton medical ag considers this case closed.